Event description:
The pt's parent called to report high blood glucose (bg) levels. The levels came down with shots, but were very high when pt was on the pump exclusively. Parent had checked the basal rates, changed the batteries, changed the site, and changed the cartridge three times. The pump history indicated appropriate delivery. The prime appeared to be less than robust. Parent is concerned that the pump is not delivering what it indicates. Blood has backed up into the tubing.